Manufacturer narrative:
Device was discovered to belong to bu 2945 (989803170811 philips hs1 ready-pack, cn simp) rather than the m4735a. Bu 2945 will now take ownership of this case, submitting all vigilance reports. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : device was discovered to belong to bu 2945 (989803170811 philips hs1 ready-pack, cn simp) rather than the m4735a. Bu 2945 will now take ownership of this case, submitting all vigilance reports.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a battery failure. There was no patient involvement.